Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely tortuous and severely calcified unspecified vessel. A 8.0 x 40, 75cm mustang balloon catheter was advanced to the lesion. Upon the first inflation at 20 atmospheres, the balloon ruptured. No segment of the balloon detached inside the patient after it ruptured. The procedure was completed with a different device. No complications were noted and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).